Manufacturer narrative:
Conclusion: actual device was returned. Visual inspection was performed. The used suture piece was cut and there was damage on the body and barbs of the suture piece. One side of the fixation tab had sheared off from the rest of the device. This is expected if too much stress is applied to the device. Conclusion: representative samples were returned for evaluation. Visual inspection was performed and no attachment defects were observed, the barbs were in good condition along the strand and no defects were found on the tab area. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2015 and suture was used. During suturing of the knee capsule, after one pass the fixation tab came away from the suture. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.